Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional steerable guide catheter device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report detachment of device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior. The steerable guide catheter (sgc) was advanced to the mitral valve, and the first clip was successfully deployed. Then a second clip was deployed. However, when the clip introducer was removed from the guide hemostasis valve of the sgc, the tip of the clip introducer broke and became separated. The separated tip remained inside the sgc. At this time, the sgc was up against the wall of the heart, and air was noted in the guide. Then a small air bubble was observed in the left atrium. The patient was taken to hyperbaric chamber as a precaution. The next day, the patient was stable with no effects from the air bubble. Two clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported material separation of clip introducer appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.